Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during a posterior repair procedure using a pinnacle posterior pelvic floor repair kit, as the physician deployed the leg assembly, the suture broke. It is unknown if the detached suture piece, with the needle at the end, fell into the patient. The physician completed the procedure with another pinnacle posterior pelvic floor repair kit, with no complications to the patient, who was fine at the conclusion of the procedure and is reportedly doing well post-procedure.